Event description:
On (B)(6) 2013, the patient¿s mother called animas to report that the subject pump heated up and left a small red area/burn on the patient¿s waist. The reporter informed the animas representative that she would treat the patient at home. At the time of the call, the reporter confirmed pump was using lithium battery that it came with. This complaint is being reported because the patient sustained a burn due to the alleged pump issue.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2014 with the following findings: the complaint could not be duplicated during the investigation. Pump powers on with vibratory and audible sounds. A rewind, load and prime sequence were successfully performed. The black box shows no unusual fluctuation of the voltage. The pump was tested with an external power supply and idle, sleep, rewind and load currents all are within specification. No overheating was duplicated during testing..#3. Pump passed a delivery accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. Removed the pump cover; no evidence of loose components or moisture contamination identified inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.